Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) showed atrial tachy response (atr) with undersensing observed on the right atrial (ra) lead. Battery longevity is normal, and lead measurements are stable. At this time, the device and lead remain in-service. No adverse patient effects were reported.